Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. A review of the device history reports for the fem ext and fem sleeve did not reveal any anomalies regarding the reported event against the provided product and lot combinations. The investigation concluded examination on the fracture surface of the broken piece from the sleeve by scanning electron microscopy (sem) revealed fatigue striations in multiple locations near initiation areas, which were the cause of the fracture. On the other hand, it was also found the fracture surface was heavily burnished so the exact initiation sites were unable to determine. No evidence was found suggesting product error was a contributing factor. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address fracture of the device.